Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Microbiologist reviewed the sterilization procedures environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications and was sterilized according to procedure. No deviation for a non-conformance could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Surgeon had issues with a "weeping wound" with patient that had rsa surgery two weeks prior approximately on same surgeon/hospital. He was not concerned about infection but wanted to exchange the poly liner and wash out the wound anyway. Intraoperatively, he had difficulty extracting the liner with the extraction clamp and thus decided to continue with stryker clinical suggestion to remove tray with the poly and glenosphere and wash the entire area out. Replaced with new tray, poly and glenosphere and one new niece loop. Revision surgery.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Surgeon had issues with a "weeping wound" with patient that had rsa surgery two weeks prior approximately on same surge on/hospital. He was not concerned about infection but wanted to exchange the poly liner and wash out the wound anyway. Intraoperatively, he had difficulty extracting the liner with the extraction clamp and thus decided to continue with stryker clinical suggestion to remove tray with the poly and glenosphere and wash the entire area out. Replaced with new tray, poly and glenosphere and one new niece loop. Revision surgery.